Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments. However, analysis did find that the upper case was dented, the lower case, ring cover and battery drawer were contaminated, one side bail cover was broken, the battery contacts were compressed, the ring bail was bent and the heart lead flex had a broken connector.

Event description:
It was reported the device shut off during a battery change, when the battery drawer was closed. The patient went into asystole. The device was exchanged. No further patient complications were reported as a result of this event.